Manufacturer narrative:
A service report completed and dated 10/19/2017 by a (B)(6) field service engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the dornier gemini operating manual. The details concerning individual patient outcomes are unknown. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. This event occurred in japan. Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number e2012002.

Event description:
Patient subcapsular hematoma was reported in (B)(6).